Event description:
It was reported that the insulin pump alarmed button error. The reported blood glucose reading was 325 mg/dl. Troubleshooting was performed, but the insulin pump could not be returned to normal operation. The customer was advised to contact a health care professional to discuss treatment options. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.